Manufacturer narrative:
The device was returned within a catheter. The lot number was confirmed with the packaging returned with the device. During visual inspection, the device was in the catheter and was manually detached from the delivery wire. The device was retracted from the returned catheter. The proximal contact wire was intact. The coil delivery wire was kinked/bent. The distal tip was found to be intact. The main coil was severely stretched. The suture was damaged. There was procedural fluid present on the device and in the catheter. Functional inspection was unable to be carried out as the coil was detached, however the reported defects were not confirmed however, the analysis results are consistent with the event. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and damage noted to the device would be indicative of the as reported defect. The main coil was seen to be kinked which may have caused friction in the catheter. The event appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The as reported and analyzed events will be assigned procedural factors. An assignable cause of handling damage will be assigned to the analyzed coil delivery wire kinked/bent as it is most likely that the delivery wire kinked due to handling of the device during use.

Event description:
It was reported that during the procedure, the coil (subject device) had difficulty advancing into the microcatheter and while attempting to pull and re-sheath the coil into the microcatheter, the coil started to fray. Based on the additional information received, the subject coil prematurely detached and got stuck in the microcatheter inside the patient. The physician had to remove the subject coil and the catheter from the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.